Event description:
Procedure: lap gastric bypass. Reportedly, the surgeon took one last look prior to closing and noticed a piece of sheath from the shaft was sitting on the pt's bowel inside the abdomen. Removed without difficulty. No pt injury reported.